Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "in recent weeks, our equipment has had remarkably frequent problems uncapping these tubes. The green plastic is removed, but the rubber cap remains on the tube. The company has investigated several times whether the problem is caused by the machine itself (cobas c8100). However, they see nothing abnormal and suggest that it could possibly be due to the vacuum of this tube. We have kept track of which tubes and lot number are suffering from this. The problem only occurs with barricor tubes with lot number 2165707."

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and the issue relating to closure separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "in recent weeks, our equipment has had remarkably frequent problems uncapping these tubes. The green plastic is removed, but the rubber cap remains on the tube. The company has investigated several times whether the problem is caused by the machine itself (cobas c8100). However, they see nothing abnormal and suggest that it could possibly be due to the vacuum of this tube. We have kept track of which tubes and lot number are suffering from this. The problem only occurs with barricor tubes with lot number 2165707.".